Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgeon was unsure of what caused the damage to the harmonic ace. The issue occurred when the surgeon was beginning to sever the uterus from the vaginal cuff. The instrument was removed twice to clean the blades. The staff felt no resistance when removing or replacing the instrument with the cannula and arm. Upon final removal, the staff had the wrist straight, felt no resistance upon removal, and no damage was noticed to the cannula. The piece was retrieved by the bedside physician's assistant with a 10 mm laparoscopic spoon grasper under the visualization of the surgeon at the console. All fragments were retrieved. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The surgeon and the physician's assistant felt all were retrieved. The procedure was completed robotically using the monopolar curved scissors for dissection. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a piece of the harmonic ace instrument broke off during use, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The harmonic ace was analyzed and found failure analysis investigations was able to replicate and confirm the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.12¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). An additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have thermal damage to the teflon pad of the clamp arm. Common cause of this failure is attributed to the user. The complaint regarding a piece of the harmonic ace instrument broke off during use was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a piece of the harmonic ace instrument broke off during use. The surgeon had just finished cauterizing through a segment of tissue and was pulling back the harmonic ace to position for another bite of tissue. The mobile jaw piece stayed with the tissue. The staff heard no sound from the harmonic ace. There was no collision with another instrument or interference with the uterine manipulator that was in place at the time. The piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.